Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 6f angio-seal vip device was placed during an radiological interventional procedure. The placement of the angio-seal was performed without any problems. Afterwards the patient got ischemic problems of the leg and foot. The patient was seen by a vascular surgeon. On (B)(6) 2019, the puncture site was opened and showed that the collagen of the angio-seal was positioned intravascular and occluded the femoral artery. The angio-seal was removed. The patient was still in recovering from the incident. The patients pain and pressure has improved.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was recveied on june 28, 2019: the producer performed was a percutaneous transluminal angioplasty (pta) in the right side leg. An antegrade, ultra sound guided, puncture was performed in the right common femoral artery without complications. There are no calcifications at the puncture site, there are calcifications in the common femoral artery (cfa), located at the posterior wall. Vessel size was suitable for closure with an angio-seal device. A 5f, 10 cm, introducer sheath was inserted. The pta was done successfully and swift without complications, 2 pta balloon catheters were used. A 6f angio-seal vip was placed to close the puncture site. The locate the artery step and the setting the anchor step were performed without any problem. During the closing the puncture step, there was no immediate closing, and oozing was observed. Manual compression and a pressure bandage was applied to finish the closing. Patency of the femoral artery was checked by ultra sound, there was no sign of occlusion at the puncture site. Patient returned to the ward. Later that day the patient complained about pain in the right leg/foot. A CT angio was done and showed an occlusion at the puncture site in the right femoral artery. A vascular surgeon was consulted, and the puncture site was opened surgically. The surgeon opened the vessel, it showed that the collagen was positioned intraluminal, about 15 mm distal from the puncture site near the bifurcation. Patency was restored and the leg and foot are recovering well.

Manufacturer narrative:
Age & date of birth - born in 1933. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.